Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event and indicated they ran out of supplies due to an error, with no additional device problem or component details available. Symptoms included hyperglycemia. Outcomes included no health consequences or impact or were otherwise unable to be determined due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.